Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9530xs-03 humeral insert trial was broken. This was discovered during a procedure with no patient involvement or harm reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-9530xs-03 trial, humeral insert, 33 +3 batch number 465327 was received for evaluation. Visual inspection identified a device fracture, with additional material damage including dents and nicks. A functional test was not performed due to device damage. The most likely cause of the reported failure is use error, including excessive force applied to the device, with potential contribution from age-related degradation, manufactured in 2022.